Event description:
Boston scientific received information that during a follow up in (B)(6) 2015 the pacing impedances measurements on this right ventricular (rv) lead were high and out of range as well as an increase in pacing thresholds was noted. The device was reprogrammed. At the most recent follow up a procedure was performed to replace the rv lead and the competitor device. All lead measurements appeared normal. During the procedure the physician unintentionally cut the rv lead when attempting to remove the lead, thus it was not possible to obtain measurements from the rv lead with a pacing system analyzer (psa). The lead was surgically abandoned and remained in the patient, while the proximal portion which was cut was disposed. A competitor lead was implanted successfully. The competitor device was also explanted. The rv lead and the competitor device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.